Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving fentanyl, clonidine, and bupivacaine all of an unknown concentration and daily dose via an implantable infusion pump for non-malignant pain and spinal pain. It was reported that the patient was getting an MRI due to a problem with the manufacturer's device or therapy. They were looking at a possible granuloma at the distal end of the catheter tip. The intrathecal dosage amounts were provided as follows: "hm2 fentanyl 300 mg/cc vac 20, bupivacaine, clonidine 10 mg/day, refrigeration go to twice/day". No further complications were expected or anticipated.